Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was 340 mg/dl. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer was using trusteel infusion set longer than the recommended 48 hours which is consider off label use.